Manufacturer narrative:
Photos received for investigation. Through visual inspection, packaging was cut outside the sealing area. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with fill in sensors and the presence of parts sensor in the packaging.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 20ml s/su package seal integrity was poor/questionable. The following information was provided by the initial reporter translated from portuguese to english: the 20ml syringes from batch 3349262 fab 2024-01 came with an error in cutting the packaging, so they were cut before sealing, which causes contamination of the syringe before use. I would like you to check the batch in question. Additional information provided: photos received. There were about 300/400 defective syringes. When I refer to contamination, I refer to the handling of syringes outside the packaging, which means that we have to discard them before use.